Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 1997, anxiety and umbilical hernia. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included fatigue since 1997, weight gain since 1997 and cyst. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypothyroidism ("autoimmune thyroid disorder: continuous increase in my synthroid medications/hypothyroidism") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and pelvic cyst ("small cyst in pelvic area on the right side"). The patient was treated with surgery (ablation, laparoscopic bilateral tubal removal, bilateral salpingectomy and ablation). Essure was removed on 10-jan-2019. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage, hypothyroidism, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, weight increased and pelvic cyst outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypothyroidism, menorrhagia, migraine, pelvic cyst, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 01-jan-2009 (as per summons). Received treatment for: menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2019: postoperative changes, small amount of fluid in the pelvis, study otherwise negative; on (B)(6) 2019: minimal increase in right ovarian or adnexal cyst, no other active changes. Almost certainly benign in a premenopausal patient. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion, successful. Hysteroscopy - on (B)(6) 2008: the device was placed and the coil was noted to be in the tubal ostia without complication. The device was then retracted until the coil was deployed. There was approximately two to three coils present outside the tubal ostia. This was consistent with good placement. The opposite tubal ostia was identified. Again, good placement was performed in this same manner the first coil. Again three coils were noted after the device was removed. The coils were noted to be intact bilaterally. Hysteroscopically, the procedure was terminated. At this point the hysteroscope was removed. There was no evidence of complication of perforation. The patient tolerated the procedure well. Laparoscopy - on (B)(6) 2019: a small part of the essure was visualized, and with the forceps were removed the essure and was sent to pathology along with the tube. Hemostasis was noted. The same procedure was done on the opposite side. Again, the essure device was removed, which looks completely intact and in total. The patient tolerated the procedure well. Pathology test - on (B)(6) 2019: left and right fallopian tubes, bilateral salpingectomy: - benign fallopian tubes; - essure coils. Lot number: 627315, manufacturing date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event clubbed- autoimmune diagnosed: continuous increase in my synthroid medications/hypothyroidism. Event pt changed from autoimmune thyroid disorder to hypothyroidism. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 1997, anxiety and umbilical hernia. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included fatigue since 1997, weight gain since 1997 and cyst. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune hypothyroidism ("autoimmune thyroid disorder: continuous increase in my synthroid medications/hypothyroidism") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and pelvic cyst ("small cyst in pelvic area on the right side"). The patient was treated with surgery (ablation, laparoscopic bilateral tubal removal, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, heavy menstrual bleeding and genital haemorrhage had resolved and the vaginal haemorrhage, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, weight increased and pelvic cyst outcome was unknown. The reporter considered autoimmune hypothyroidism, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic cyst, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per summons). Received treatment for: menorrhagia (heavy menstrual bleeding). Discrepancy noted: date(s) of insertion : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2019: postoperative changes, small amount of fluid in the pelvis, study otherwise negative; on (B)(6) 2019: minimal increase in right ovarian or adnexal cyst, no other active changes. Almost certainly benign in a premenopausal patient. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion, successful. Hysteroscopy - on (B)(6) 2008: the device was placed and the coil was noted to be in the tubal ostia without complication. The device was then retracted until the coil was deployed. There was approximately two to three coils present outside the tubal ostia. This was consistent with good placement. The opposite tubal ostia was identified. Again, good placement was performed in this same manner the first coil. Again three coils were noted after the device was removed. The coils were noted to be intact bilaterally. Hysteroscopically, the procedure was terminated. At this point the hysteroscope was removed. There was no evidence of complication of perforation. The patient tolerated the procedure well. Laparoscopy - on (B)(6) 2019: a small part of the essure was visualized, and with the forceps were removed the essure and was sent to pathology along with the tube. Hemostasis was noted. The same procedure was done on the opposite side. Again, the essure device was removed, which looks completely intact and in total. The patient tolerated the procedure well. Pathology test - on (B)(6) 2019: left and right fallopian tubes, bilateral salpingectomy: - benign fallopian tubes; - essure coils. Lot number: 627315 manufacturing date: 2008-06 expiration date: 2010-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: real fu was received and there was no significant change in the medical context of case.pif received. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, umbilical hernia and hypothyroidism. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included cyst. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune thyroid disorder ("autoimmune diagnosed: continuous increase in my synthroid medications") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and pelvic cyst ("small cyst in pelvic area on the right side"). The patient was treated with surgery (ablation, laparoscopic bilateral tubal removal, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage, autoimmune thyroid disorder, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, weight increased and pelvic cyst outcome was unknown. The reporter considered autoimmune thyroid disorder, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic cyst, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per summons). Received treatment for: menorrhagia (heavy menstrual bleeding) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2019: postoperative changes, small amount of fluid in the pelvis, study otherwise negative; on (B)(6) 2019: minimal increase in right ovarian or adnexal cyst, no other active changes. Almost certainly benign in a premenopausal patient. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion, successful. Hysteroscopy - on (B)(6) 2008: the device was placed and the coil was noted to be in the tubal ostia without complication. The device was then retracted until the coil was deployed. There was approximately two to three coils present outside the tubal ostia. This was consistent with good placement. The opposite tubal ostia was identified. Again, good placement was performed in this same manner the first coil. Again three coils were noted after the device was removed. The coils were noted to be intact bilaterally. Hysteroscopically, the procedure was terminated. At this point the hysteroscope was removed. There was no evidence of complication of perforation. The patient tolerated the procedure well. Laparoscopy - on (B)(6) 2019: a small part of the essure was visualized, and with the forceps were removed the essure and was sent to pathology along with the tube. Hemostasis was noted. The same procedure was done on the opposite side. Again, the essure device was removed, which looks completely intact and in total. The patient tolerated the procedure well. Pathology test - on (B)(6) 2019: left and right fallopian tubes, bilateral salpingectomy: - benign fallopian tubes; - essure coils. Lot number: 627315 manufacturing date: 2008-06 , expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, umbilical hernia and hypothyroidism. Previously administered products included for an unreported indication: ortho novum. Concurrent conditions included cyst. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune thyroid disorder ("autoimmune diagnosed: continuous increase in my synthroid medications") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and pelvic cyst ("small cyst in pelvic area on the right side"). The patient was treated with surgery (ablation, laparoscopic bilateral tubal removal, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage, autoimmune thyroid disorder, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, weight increased and pelvic cyst outcome was unknown. The reporter considered autoimmune thyroid disorder, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic cyst, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per summons). Received treatment for: menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2019: postoperative changes, small amount of fluid in the pelvis, study otherwise negative; on (B)(6) 2019: minimal increase in right ovarian or adnexal cyst, no other active changes. Almost certainly benign in a premenopausal patient. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion, successful. Hysteroscopy - on (B)(6) 2008: the device was placed and the coil was noted to be in the tubal ostia without complication. The device was then retracted until the coil was deployed. There was approximately two to three coils present outside the tubal ostia. This was consistent with good placement. The opposite tubal ostia was identified. Again, good placement was performed in this same manner the first coil. Again three coils were noted after the device was removed. The coils were noted to be intact bilaterally. Hysteroscopically, the procedure was terminated. At this point the hysteroscope was removed. There was no evidence of complication of perforation. The patient tolerated the procedure well. Laparoscopy - on (B)(6) 2019: a small part of the essure was visualized, and with the forceps were removed the essure and was sent to pathology along with the tube. Hemostasis was noted. The same procedure was done on the opposite side. Again, the essure device was removed, which looks completely intact and in total. The patient tolerated the procedure well. Pathology test - on (B)(6) 2019: left and right fallopian tubes, bilateral salpingectomy: - benign fallopian tubes; - essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: plaintiff fact sheet received. Outcome for events: abnormal bleeding (general), menorrhagia and dysmenorrhea were updated to recovered/resolved. Onset dates for events updated. Concomitant condition and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thyroid disorder ("autoimmune diagnosed: continuous increase in my synthroid medications"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cyst ("cyst nos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and laproscopic bilateral tubal removal,bilateral salpingectomy.) At the time of the report, the dysmenorrhoea, menorrhagia, genital haemorrhage, thyroid disorder, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, vaginal haemorrhage, weight increased and cyst outcome was unknown. The reporter considered bladder disorder, cyst, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, thyroid disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per summons). Received treatment for: menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received- new event abnormal bleeding (general), abnormal bleeding (vaginal) and abnormal bleeding(menorrhagia) were added. Pt of the event autoimmune disorder was updated into thyroid disorder. Reporter information,lot number and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.